Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿90-94% flap survival rate¿ wherein a coupler was utilized for an unspecified reason during an unspecified procedure. The respondent stated, ¿that is overall flap survival rate. It is not always related to the venous anastomoses or cannot be attributed to the device specifically. Other complicating factors inherent in the flap are sometimes the issue.¿ additionally, ¿I usually only use for the venous anastomoses. At times the device becomes ¿sticky¿ to deploy the coupler, which can cause additional trauma to the vessel. There have been the rare occasion where the two ends do not seal well and a second coupler is needed.¿ this event likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.